Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 3331 and 4109. H6: results code was updated to 180. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of a screw stuck in the mount was confirmed. Visual evaluation of the as returned product identified worn markings due to usage along the screw hex and mount. Functional testing was performed for the returned product and was unable to remove mount from implant. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reported that when attempting to place the boes410 implant, he was unable to remove the screw that holds the mount into the implant. Patient is rescheduled for implant placement. Tooth site #12.